Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Slight oozing was noted post deployment, and the post-placement tension spring distance was noted to be slightly larger than normal. Manual pressure was held for two minutes with resolution of the oozing. While in the holding area, the pt's posterior tibial pulses were detected only by doppler, therefore an ultrasound was ordered. During this time the suture was clipped. Oozing was again noted and controlled by three minutes of manual pressure. The ultrasound results revealed that collagen had been deployed within the vessel. The pt was taken to surgery, where the deep and superficial femoral arteries were confirmed to have been occluded. The angio-seal collagen and resulting thrombous formation were removed, and repair of the artery with patch angioplasty was performed. It should also be noted that the surgeon found fairly thick plaque obstructing the lumen approx 50% on the medial and posterior wall of the common femoral artery. The pt reportedly tolerated this procedure well. As of 4/14/98 there has been no further report of complication or pt sequelae made to the MFR.